Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins or damaged electrode belt connector) has been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent. In addition the trunk connector was broken and the locking nut was missing. The bent pins and damaged connector prevented the electrode belt from connecting to a monitor. The root cause of the bent pins and damaged connector cannot be positively identified, but is likely excessive force when mating the belt with the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report constant gong alarms. A zoll pt service rep (psr) confirmed that there were bent pins in the belt connector. The pt was issued a replacement electrode belt.